Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported perforation could not be determined. Perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+. The steerable guide catheter (sgc) was inserted and advanced into the left atrium (la). It was noted the sgc was closer to the aorta then expected. One clip was successfully placed on the mitral valve, reducing mr to a grade of 1-2. After the sgc was removed, a left to right shunt was observed. The physician stated the atrial septal defect (asd) was measured at 2cm and was too wide for an asd device to be implanted. Therefore, no treatment was performed. There was no clinically significant delay in the procedure. No additional information was provided.